Manufacturer narrative:
Product event summary: a proximal portion was received measuring 15.5 cm and was analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/increasing thresholds since initial implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7290cx implantable cardioverter defibrillator implanted: 2006 (B)(6). (B)(4).